Event description:
A nurse had heard a ventilator alarming from the hallway and noticed the nurse call station system (to which the vent is connected to) had not been alarming. Report source was called in. They first exchanged all the cabling from the vent to the nurse call jack in the room. They created a vent alarm, the vent did give an audible/visual alarm, but no alarm signal was received at the nurse station. They then swapped the ventilator out, using the original nurse call cabling. Both the vent and the nurse call station signaled the alarm appropriately. It was then assumed that this ventilator was not working properly and was sent to servicing co for service. Vent is connected to dukane nurse call system with splitter cable in line.